Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Two needles, two fibers and one suture carton were returned to the histology facility in the w.l. Gore science center in flagstaff. Images were taken of the returned device and investigated as follow: observations from images: the photographs show the state of the returned device is consistent with the reported complaint of needle separation. The crimped length of the needles appears to be consistent with a normal attachment. On one needle there is evidence of instrument damage. On both fibers one end is torn, typical in reports of needle pull off, and evidence of a formerly secure attachment. At 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. The suture hazards analysis, design fmea, and process fmea already address the failure modes and hazardous situations resulting from needle separations. The root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachments.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.